Event description:
Medtronic received information that following the implant of this transcatheter bioprosthetic valve, the patient developed new left bundle branch block. The patient was treated with medication and the issue remained ongoing. Additional information was receivedthat six months post implant the patient had bradycardia with intermittent atrioventricular (av) dissociation resulting in the implant of a permanent pacemaker. No additional adverse patient effects have been reported.

Manufacturer narrative:
The device remains implanted. Therefore, the device will not be returned for analysis. The device history review (DHR) is not required as the event description does not indicate a potential manufacturing issue. Conduction disturbances are known potential adverse effects per the IFU, and can be resolved with the implant of a permanent pacemaker with the risk-benefit ratio in favor of the prosthetic aortic valve (pav). (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.